Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet bionic pancreas, described by the patient as ¿my sugar dropped,¿ with cause unclear and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impact. Investigation included a plan to contact the patient to confirm blood glucose questionnaire details. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.